Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 ultra resilia valve was to be implanted in the aortic position via right-transfemoral approach. The 16fr esheath+, commander delivery system, and valve were prepared per IFU. Pre-expansion tool was used on the sheath. The sheath was inserted into the patient at the steep angle without difficulty. The loader was able to be fully inserted into the sheath. However, the delivery system and valve became stuck in the strain relief of the sheath during advancement. The valve strut was bent back. All of the devices were removed as a unit. Upon device removal, it was noted that the valve partially perforated through the strain relief of the sheath. Perceived root cause of the event is the possible angle of the sheath upon insertion of the delivery system. A new 16fr esheath+, commander, and 29mm sapien 3 ultra resilia valve were prepared. The valve was successfully implanted. No harm was done to the patient, and the patient left the procedure in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The s3ur valve frame damage was unable to be confirmed. Available information suggests procedural factors (steep insertion angle, high push force) likely contributed to the event as it was reported that the sheath was inserted at a steep angle. Additionally, it was reported that the delivery system and valve became stuck in the strain relief of the sheath during advancement and "the valve strut was bent back," which suggests that high push force may have been applied to overcome the resistance caused by the steep insertion angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.